Event description:
Bleeding was reported during a galaxy-assisted bronchoscopy procedure, and the galaxy system was briefly aborted to manage the bleeding. Suctioning was performed to clear the airway, after which the procedure resumed and was completed without post-procedure intervention. A malfunction of brake notification was reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis confirmed the scope passed qa/qc testing, and the brake issue was traced to a workflow design flaw unrelated to the event. Video review showed bleeding was already present before galaxy instrument use, indicating it originated from prior tools or the patient's condition. The bleeding worsened after biopsy but was not linked to any system malfunction. The physician did not attribute the event to the galaxy system, determining it was procedure-related and consistent with the known risks of bronchoscopy. This complaint is reported due to the following conclusions: bleeding was reported during a galaxy assisted biopsy procedure. The system was momentarily withdrawn to tend to the patient with suctioning, no other intervention was performed. The physician did not attribute the injury to the galaxy system and states it was due to the patient's condition and biopsy of the lesion. A malfunction of brake notification was reported and no use errors were identified.